Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge rapidly depleted from 60% to 5% and subsequently shut off. Customer reported a blood glucose (bg) level of 200 (mg/dl). Reportedly, pump was able to be charged and powered on, and customer administered a bolus to stabilize bg level. Customer indicated that current pump would continue to be used for diabetes management.